Event description:
It was reported that cartridge did not fully snap into pump when customer attempted use and caller did not have case on pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge as instructed, removed stray o-ring from pneumatic tap, cleaned area, confirmed cartridge o-ring was intact, successfully reloaded original cartridge through load menu, and then resumed insulin therapy successfully with support from technical support.